Event description:
Ous MDR - after an implantation period of approximately 121 months, shock impedance values > 200 ohms were reported as well as the fact that the ICD could not be interrogated following an internal cardioversion and two external shocks. The system was explanted, but not yet returned to biotronik. In connection to the this revision, it was also reported that this same lead had exhibited oversensing with inappropriate shocks back in 2008, when a pace/sense lead had to be added as a result. This earlier event had not been reported to biotronik.

Manufacturer narrative:
The lead and the ICD under complaint were returned for analysis. Upon receipt, the lead was found cut at approximately 22 cm distal to the is-1 connector pin. The proximal and the distal lead fragments were received. In between these two, a segment of lead body was missing. The distal lead fragment was severely stretched. The returned lead fragments were visually and electrically analyzed. The analysis of the lead revealed multiple signs of wear along the lead body. In particular in the distal area near the rv (distal) and svc (proximal) shock coils the insulation was found rubbed through. These damages might be the root cause of the reported oversensing and out of range rv shock impedance. Based on the characteristics of the damages it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally cuts in the insulation were observed. Blood was inside the leads lumen. The conductor cable to the rv shock coil was found fractured and the rv shock coil was deformed. These damages most likely resulted from the extraction procedure. Furthermore the proximal shock coil was found deformed and signs of an arc over marks were noted, indicating an arc over during a shock delivery into an external short circuit, which most likely resulted from the damaged insulation of the lead. Upon receipt, the ICD was visually inspected, showing no anomalies. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. Therefore the ICD was opened and the inner assembly inspected. During the analysis of the electronic module, it was revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit, consistent with the arc over marks observed during the inspection of the lead. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Also the memory content of the device was not restorable as a result of battery depletion. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The analysis did not reveal any sign of a material or manufacturing problem.